Event description:
Additional information was received from the patient who reported that they received the replacement communicator, but they were still having the issue of it taking a long time to connect (gets stuck at 90) and getting a "no pump response" message and sometimes a message that the app isn't responding. On the call, the agent walked the patient through restarting the handset, 2 power on/off cycles of the communicator, toggling off and on bluetooth and attempting to communicate with the pump with both devices. The communicator and handset connected (flashing blue light turned solid) but when it advanced to ¿retrieving pump settings¿ the app stalled, and they continued to see the message "myptm app is not responding. Wait or close". After 5 minutes it did eventually connect however the patient was experiencing this issue every time they tried to connect. The patient stated their last pump refill was july 10th. The next refill was october 11th. The agent asked questions regarding implant considerations and the patient stated that they don't suspect the pump is too deep or flipped. The patient stated their doctor had not made any suggestions that they had communication issues when they used the clinician tablet. The agent offered to replace the handset in the case that there may be an app issue and recommended following up with their healthcare provider (hcp) if the issue persisted. The agent recommended having a company representative or an hcp call technical services when they were with them if the issue persisted. The agent also reviewed best practice with the patient of always closing out of the app and powering off the handset completely after each use to help minimize communication errors, and the patient understood. A replacement handset was requested from the repair department. No indication of patient harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6): product type accessory. Product ID hh90t01 serial# (B)(6): product type mobile platform. Product ID a820 serial# unknown: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 analysis of the communicator found ¿fob failure - tm90 micro usb interface is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they think they are having a little equipment failure with the communicator. The patient stated that they were using 70 boluses a week and it took "over 8 minutes" for a bolus. The agent walked the patient through restarting the handset and communicator and the patient was able to getup to 90 percent but was not able to get past 90 percent despite troubleshooting. The patient stated that it did eventually get past 90 percent, but it takes so long to connect and sometimes they will see a message saying wait or close. The patient also mentioned they have to "wiggle" the charging cord to get the battery indicator light/orange light to come on and it won't fully charge. A replacement communicator was requested from the repair department because the patient had to wiggle the charging cord and was getting no pump response/poor communication when trying to connect to the ptm (personal therapy manager). No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 14-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.